Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an adverse event that occurred on (B)(6) 2015. Patient's mother stated that the patient was at a golf tournament and suspended his basal insulin. The patient ate a large lunch and his blood glucose level was 100mg/dl at the time. Forty minutes later, the patient's parents received an alert on the dexcom share application that the patient's bg had dropped to 60mg/dl. Patient's father checked on the patient and administered him two glucagon tablets. Afterward, the patient's father checked the patient's bg again, which both the bg meter and dexcom cgm displayed as 40mg/dl. Patient's father called for medical assistance and when the paramedics arrived the patient's bg was 100mg/dl according to both the cgm and the bg meter. During evaluation, the patient's bg increased to 200mg/dl and the patient was then transported to the hospital where he was evaluated for two hours and then released. Additionally, it was reported that during the event, the patient's receiver had properly alerted him of the low blood glucose level at 90mg/dl and he was treating himself but he dropped too quickly. Furthermore, the patient's parent's had set low alerts to 75mg/dl but had enabled a delay setting and did not receive the alert until the patient was at 60mg/dl. There was no alleged device malfunction. No additional medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Diabetes mellitus is a known cause of hypoglycemia.